Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-8 device of lot number c1229195 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a boston scientific wire guide of unknown diameter. The procedure was completed with another device. A sphincterotomy and a pre-dilation of the obstructed area were conducted prior to this occurrence. The complaint device was used with an olympus jf-260v endoscope. The target location for the device was the left hepatic duct. Resistance was not encountered when advancing the wire guide or complaint device through the obstructed area. The complaint device was not advanced through the wall of a previously placed stent. The stent delivery system was in place about thirty seconds prior to this occurrence. No portion of the device detached inside the endoscope or patient. On evaluation of the returned device, it was observed that the flexor was separated from the handle at the white cap. The device was returned with the stent already deployed. The stent was undamaged. A bend was noted in the inner peek catheter, 7.5cm from the white cap, which the engineers suggested could have occurred during transport. The flexor was measured as 202.8cm, which was out of specification of 200cm +2/-1cm, showing elongation of the flexor. There was no evidence to suggest that the device was manufactured incorrectly. Complaint is confirmed as the failure was verified in the laboratory. The flexor was separated from the handle at the white connector cap. Possible causes for this occurrence could include insufficient strength of the flexor. If the device encountered high forces during deployment, the insufficient flexor strength could have caused or contributed to the flexor elongating and separating from the handle at the white cap. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1229195. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The delivery system was placed into bile duct. Operator was going to deploy the stent and hold the introducer catheter and handle while release the stent from delivery system. The joint of introducer catheter and handle was broken while the stent was released of 5mm and the rest of the stent cannot be release due to the broken joint.